Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the infusion device. On (B)(6) 2016 at 6:00 p.m., the infusion device displayed a w1 message. At 10:00 p.m., the patient changed the insulin cartridge and the infusion device displayed an e-7 error message. The blood glucose result was 270 mg/dl. The patient wanted to give 4 units of insulin via pen, but he "thinks" he accidentally gave 8 units instead of the 4 units. On (B)(6) 2016, the patient became unconscious and the emergency doctor was called. The blood glucose result taken from the emergency doctor was 31 mg/dl at approximately 1:00 a.m. The patient was taken to the hospital and released at 8:30 a.m. The hospital treated a laceration over the patient's eye with "glue". Other type of treatment given to the patient was unknown. Return of the suspect device was requested for evaluation.